Event description:
This device was not returned. Per the mdrf, this device was removed due to infection; two medtronic leads were removed at the same time. This device was replaced with a philos ii sr.